Event description:
It was reported that the patient experienced persistent alert 41 indicating an insulin absolute range error despite changing supplies and restarting the device, and a replacement ilet was arranged; the patient was instructed to shut down the device and advised that data would not transfer to the replacement and that startup would be required. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a mechanical problem identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.